Manufacturer narrative:
Final analysis of the stimloc revealed no anomaly found. The clip was placed in the stimloc base along with a known good lead in place. The cap was placed on top of the clip. With pressure applied, the cap was able to secure the clip in the base without lead movement. The cap was able to hold the clip and lead in place.

Manufacturer narrative:
Concomitant medical products: product ID m924256a003, lot# 082234311a. Product type: accessory. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a lead anchoring device did not engage and was therefore replaced. It was stated that the cam disc kept "popping the lead anchoring device off the base" and after "several tries" at securing the cam disc and cap to base, the surgeon replaced the system with another one successfully. The lead was not removed and the patient recovered without sequela.